Manufacturer narrative:
Other, other text: additional information h6 device evaluation: the pump was not returned to the manufacturer but was investigated and repaired at the customer facility by a field service technician. A visual inspection of the pump found that the factory seal is missing. The condition of the j9 connector was not correct per factory specification and required repair. The pump was tested after reassembly and removing glue and found to be in good condition. During functional testing, syringe plunger sensor error present. The reported failure was not confirmed. The root cause could not be established. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Additional information h6 device evaluation: the pump was not returned to the manufacturer but was investigated and repaired at the customer facility by a field service technician. A visual inspection of the pump found that the factory seal is missing. The condition of the j9 connector was not correct per factory specification and required repair. The pump was tested after reassembly and removing glue and found to be in good condition. During functional testing, syringe plunger sensor error present. The reported failure was not confirmed. The root cause could not be established. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.

Event description:
Information was received indicating that the smiths medfusion 4000 syringe pump may have displayed a biomed error when it was unplugged and couldn't be silenced. There were no adverse events reported.